Event description:
It was reported that the pt stopped feeling stimulation in the pain area. The pt required pain coverage in the feet and the nearest attainable stimulation point was mid calf. The physician recommended a lead revision. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.